Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell, one opening curved on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening on the anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.